Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was hospitalized for the peritonitis, but the treatment was not reported. The patient was discharged a few days later and has since recovered from the reported event. The pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the peritonitis. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.